Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No moisture damage was noted under lcd screen, or on electronic assembly or motor. The device was also received with a cracked lcd window, cracked case at display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported she had fallen into water and there was moisture in the insulin pump. Customer's blood glucose was not known. It was also stated the device had been dropped and sustained physical damage. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.